Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as patient made mistake during therapy. The patient was not hospitalized for the peritonitis. The patient was treated with vancomycin (1 gram stat, intraperitoneally), injection of amikacin (100 milligram, once daily, intraperitoneally) and injection of imipenem (1 gram, once daily, intraperitoneally) for the event. At the time of this report, the patient was recovering from the peritonitis event. It was not reported if the patient had been retrained on aseptic technique. It was reported that pd therapy was discontinued (unknown date) and the catheter was removed. Additional information was requested but is not available.